Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05nov2019.

Event description:
The customer reported that the unit had low inspiratory pressure and went into disconnect alarm. It is unknown if the unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported. The support service performed a follow up with the customer and per customer's report, a philip's representative replaced the plastic casings and installed the latest software. The customer scheduled a technician to evaluate the unit after replacement and requested for the ticket to be closed. The customer wanted a different company to complete the repair.

Manufacturer narrative:
G4: 27jan2020 b4: (B)(6) 2020. Numerous attempts were made to obtain information if unit had been repaired and back in service, no information is forthcoming this complaint is being closed. If further information is obtain this complaint will be re-opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.